Event description:
Patient reported varied injuries to offspring, specifically, "autism" side non specific. Patient previously reported the following non reportable events: patient reported being diagnosed with lupus. Patient also reported having "nipple discharge (fluid)". Side was unspecified. No indication treatment or surgical reoperation has occurred. Device remains implanted. This record represents the right side. Please see MFR: 9617229-2015-00077 for the left side.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).